Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and unable to turned on. The customer verified that all cables behind the machine were plugged in and powered the machine off and on. Maintenance verified that the surge protector was not faulty and confirmed that power was flowing to the machine. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the full height drawer controller board was faulty. A field service engineer checked the station unable to turned on found that full height drawer controller board caused the issue replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.